Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he currently had a blood glucose level of 450 mg/dl. Customer was instructed on how to deliver a bolus. Customer also reported that he was hospitalized due to a non-diabetes related issue. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.